Event description:
Pursuant to info received from hospital, dr opened a saline device and observed a hair within the packaging of the device. No add'l info regarding this occurrence is available at this time. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.